Event description:
It was reported that the leadless pacemaker dislodged and migrated into the right atrium during an implant procedure. The device was retrieved, and a new one was implanted. The patient was stable.